Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield signal oversensing and low p-waves. This pacemaker remains in service, however device replacement was recommended as the explant indicator was noted. No adverse patient effects were reported. Additional information received reported that return analysis was performed on this pacemaker following unrelated device explant for normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield signal oversensing and low p-waves. This pacemaker remains in service, however device replacement was recommended as the explant indicator was noted. No adverse patient effects were reported.